Event description:
It was reported that revision surgery was performed due to a frature of the device.

Manufacturer narrative:
If the sustained loading exceeds the material endurance limit, a crack begins to form and continues to propagate until the cross-sectional area can no longer bear the load. At this point, fracture occurs. Crack initiation occurred on the superior surface of the neck, as evidenced by the prevalence of fatigue striations and burnishing at this location. Microscopic features seen on the inferior neck fracture surface resembled ductile overload.